Event description:
Consumer reported that she was using pen needle with levimer flex pen. Upon completion of injection, when she removed the pen needle, she noticed that the needle was gone. Consumer went to ER and x-ray was taken. Consumer is on cephalexin. Doctor advised her to monitor for infection and complete antibiotics.

Manufacturer narrative:
No product has been rec'd to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.